Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain (low pelvic, sharp steady pain that would come and go)"), genital haemorrhage ("excessive bleeding"), atrial fibrillation ("affecting my heart (afib) due to bleeding") and arrhythmia ("heart causing the rhythm not to be in sync") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included knee arthroscopy (to clean out cartilage for knee pain) in 2015, bone operation from 2015 to 2016, bariatric surgery in (B)(6) 2017, gravida ii, parity 6 (parity 7 ((B)(6))) and miscarriage in 2010. Previously administered products included for an unreported indication: mirena from 2008 to 2010 and paragard iud. Concurrent conditions included condom, obesity and arthritis. Concomitant products included carvedilol (carvediol) and lisinopril for afib. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), atrial fibrillation (seriousness criterion medically significant), arrhythmia (seriousness criterion medically significant), cardiac discomfort ("putting stress on my heart"), hypersensitivity ("hypersensitivity reaction to nickel or any other component of essure") with urticaria and pruritus and mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain and genital haemorrhage was resolving, the atrial fibrillation, arrhythmia, cardiac discomfort and mental disorder outcome was unknown and the hypersensitivity had resolved. The reporter considered arrhythmia, atrial fibrillation, cardiac discomfort, genital haemorrhage, hypersensitivity, mental disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. She had dye test on (B)(6) 2013 for essure confirmation. On (B)(6) 2013 underwent hysterosalpingogram resulted in no contrast flows into the fallopian tubes, flows pass the fallopian tube occlusion devices or empties into the pelvic cavity. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, case became valid and incident in follow up. Reporter added, patient's historical condition, concomitant drug, concomitant condition, lab data added. Event injuries replaced by events:- pelvic pain, genital hemorrhage, atrial fibrillation, arrhythmia, urticaria, prutitus, cardiac discomfort, hypersensitivity, mental disorder. Essure legal manufacture has changed from bayer healthcare, (B)(6), milpitas to bayer pharma (B)(4), (B)(6), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain (low pelvic, sharp steady pain that would come and go)') in an adult female patient who had essure (batch no. 50701927,a73753) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included bariatric surgery in (B)(6)2017, knee arthroscopy (to clean out cartilage for knee pain) in 2015, bone operation from 2015 to 2016, miscarriage in 2010, multigravida and multiparous (parity 7 (B)(6)2000, (B)(6)2001, (B)(6)2004, (B)(6)2006, (B)(6)2007, (B)(6)2011, and (B)(6)2012.)). Previously administered products included for an unreported indication: mirena from 2008 to 2010 and paragard iud. Concurrent conditions included condom, obesity and arthritis. Concomitant products included carvedilol (carvediol) and lisinopril for afib. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("excessive bleeding"), atrial fibrillation ("affecting my heart (afib) due to bleeding"), arrhythmia ("heart causing the rhythm not to be in sync"), cardiac discomfort ("putting stress on my heart"), allergy to metals ("hypersensitivity reaction to nickel or any other component of essure") with urticaria and pruritus, mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"), affect lability ("emotional roller coster ride of emotions") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain and genital haemorrhage was resolving, the atrial fibrillation, arrhythmia, cardiac discomfort, mental disorder, affect lability and vitamin d deficiency outcome was unknown and the allergy to metals had resolved. The reporter considered affect lability, allergy to metals, arrhythmia, atrial fibrillation, cardiac discomfort, genital haemorrhage, mental disorder, pelvic pain and vitamin d deficiency to be related to essure. The reporter commented: the left tubal ostia was cannulized and the essure deployed with 3 coils visible. The exact same procedure was carried out on the right, and there we re 3 coils again visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.2 kg/sqm. She had dye test on (B)(6)2013 for essure confirmation. On (B)(6)2013 underwent hysterosalpingogram resulted in no contrast flows into the fallopian tubes, flows pass the fallopian tube occlusion devices or empties into the pelvic cavity. Concerning the injuries reported in this case, the following one was described in patient¿s social media: vitamin d deficiency. Lot number: 50701927 manufacturing date: 2012-11 expiration date: 2015-11. Lot number: a73753 manufacturing date: 2012-11 expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2020: quality safety evaluation of ptc(product technical complaints). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain (low pelvic, sharp steady pain that would come and go)'), genital haemorrhage ('excessive bleeding'), atrial fibrillation ('affecting my heart (afib) due to bleeding') and arrhythmia ('heart causing the rhythm not to be in sync') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included bariatric surgery in (B)(6) 2017, knee arthroscopy (to clean out cartilage for knee pain) in 2015, bone operation from 2015 to 2016, miscarriage in 2010, multigravida and multiparous (parity 7 ((B)(6) 2000, (B)(6) 2001, (B)(6) 2004, (B)(6) 2006, (B)(6) 2007, (B)(6) 2011, and (B)(6) 2012.)). Previously administered products included for an unreported indication: mirena from 2008 to 2010 and paragard iud. Concurrent conditions included condom, obesity and arthritis. Concomitant products included carvedilol (carvediol) and lisinopril for afib. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), atrial fibrillation (seriousness criterion medically significant), arrhythmia (seriousness criterion medically significant), cardiac discomfort ("putting stress on my heart"), allergy to metals ("hypersensitivity reaction to nickel or any other component of essure") with urticaria and pruritus, mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions") and emotional distress ("emotional roller coster ride of emotions"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain and genital haemorrhage was resolving, the atrial fibrillation, arrhythmia, cardiac discomfort, mental disorder and emotional distress outcome was unknown and the allergy to metals had resolved. The reporter considered allergy to metals, arrhythmia, atrial fibrillation, cardiac discomfort, emotional distress, genital haemorrhage, mental disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.2 kg/sqm. She had dye test on (B)(6) 2013 for essure confirmation. On (B)(6) 2013 underwent hysterosalpingogram resulted in no contrast flows into the fallopian tubes, flows pass the fallopian tube occlusion devices or empties into the pelvic cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: all source documents and references from deletion case (B)(4) were transferred to this case. Following new reporter, lawyer and emotional distress event were added. Local event number was added from deletion case. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain (low pelvic, sharp steady pain that would come and go)"), genital haemorrhage ("excessive bleeding"), atrial fibrillation ("affecting my heart (afib) due to bleeding") and arrhythmia ("heart causing the rhythm not to be in sync") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included knee arthroscopy (to clean out cartilage for knee pain) in 2015, bone operation from 2015 to 2016, bariatric surgery in (B)(6) 2017, multigravida, multiparous (parity 7 ((B)(6) 2000, (B)(6) 2001, (B)(6) 2004, (B)(6) 2006, (B)(6) 2007, (B)(6) 2011, and (B)(6) 2012.)) And miscarriage in 2010. Previously administered products included for an unreported indication: mirena from 2008 to 2010 and paragard iud. Concurrent conditions included condom, obesity and arthritis. Concomitant products included carvedilol (carvediol) and lisinopril for afib. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), atrial fibrillation (seriousness criterion medically significant), arrhythmia (seriousness criterion medically significant), cardiac discomfort ("putting stress on my heart"), allergy to metals ("hypersensitivity reaction to nickel or any other component of essure") with urticaria and pruritus and mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain and genital haemorrhage was resolving, the atrial fibrillation, arrhythmia, cardiac discomfort and mental disorder outcome was unknown and the allergy to metals had resolved. The reporter considered allergy to metals, arrhythmia, atrial fibrillation, cardiac discomfort, genital haemorrhage, mental disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.2 kg/sqm. She had dye test on (B)(6) 2013 for essure confirmation. On (B)(6) 2013 underwent hysterosalpingogram resulted in no contrast flows into the fallopian tubes, flows pass the fallopian tube occlusion devices or empties into the pelvic cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality-safety evaluation of product technical complaints. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain (low pelvic, sharp steady pain that would come and go)') in an adult female patient who had essure (batch no: 50701927, a73753) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included bariatric surgery on (B)(6) 2017, knee arthroscopy (to clean out cartilage for knee pain) in 2015, bone operation from 2015 to 2016, miscarriage in 2010, multigravida and multiparous (parity 7 (on (B)(6) 2000, on (B)(6) 2001, on (B)(6) 2004, on (B)(6) 2006, on (B)(6) 2007, on (B)(6) 2011, and on (B)(6) 2012). Previously administered products included for an unreported indication: mirena from 2008 to 2010 and paragard iud. Concurrent conditions included condom, obesity and arthritis. Concomitant products included carvedilol (carvediol) and lisinopril for afib. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("excessive bleeding"), atrial fibrillation ("affecting my heart (afib) due to bleeding"), arrhythmia ("heart causing the rhythm not to be in sync"), cardiac discomfort ("putting stress on my heart"), allergy to metals ("hypersensitivity reaction to nickel or any other component of essure") with urticaria and pruritus, mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"), affect lability ("emotional roller coster ride of emotions") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and genital haemorrhage was resolving, the atrial fibrillation, arrhythmia, cardiac discomfort, mental disorder, affect lability and vitamin d deficiency outcome was unknown and the allergy to metals had resolved. The reporter considered affect lability, allergy to metals, arrhythmia, atrial fibrillation, cardiac discomfort, genital haemorrhage, mental disorder, pelvic pain and vitamin d deficiency to be related to essure. No further causality assessment were provided for the product. The reporter commented: the left tubal ostia was cannulized and the essure deployed with 3 coils visible. The exact same procedure was carried out on the right, and there we re 3 coils again visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.2 kg/sqm. She had dye test on (B)(6) 2013 for essure confirmation. On (B)(6) 2013 underwent hysterosalpingogram resulted in no contrast flows into the fallopian tubes, flows pass the fallopian tube occlusion devices or empties into the pelvic cavity. Concerning the injuries reported in this case, the following one was described in patient¿s social media: vitamin d deficiency. Most recent follow-up information incorporated above includes: on 14-jul-2020: medical record received lot number was added. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain (low pelvic, sharp steady pain that would come and go)') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included bariatric surgery in (B)(6) 2017, knee arthroscopy (to clean out cartilage for knee pain) in 2015, bone operation from 2015 to 2016, miscarriage in 2010, multigravida and multiparous (parity 7 ((B)(6) 2000, (B)(6) 2001, (B)(6) 2004, (B)(6) 2006, (B)(6) 2007, (B)(6) 2011, and (B)(6) 2012.)). Previously administered products included for an unreported indication: mirena from 2008 to 2010 and paragard iud. Concurrent conditions included condom, obesity and arthritis. Concomitant products included carvedilol (carvediol) and lisinopril for afib. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("excessive bleeding"), atrial fibrillation ("affecting my heart (afib) due to bleeding"), arrhythmia ("heart causing the rhythm not to be in sync"), cardiac discomfort ("putting stress on my heart"), allergy to metals ("hypersensitivity reaction to nickel or any other component of essure") with urticaria and pruritus, mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"), affect lability ("emotional roller coster ride of emotions") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain and genital haemorrhage was resolving, the atrial fibrillation, arrhythmia, cardiac discomfort, mental disorder, affect lability and vitamin d deficiency outcome was unknown and the allergy to metals had resolved. The reporter considered affect lability, allergy to metals, arrhythmia, atrial fibrillation, cardiac discomfort, genital haemorrhage, mental disorder, pelvic pain and vitamin d deficiency to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.2 kg/sqm. She had dye test on (B)(6) 2013 for essure confirmation. On (B)(6) 2013 underwent hysterosalpingogram resulted in no contrast flows into the fallopian tubes, flows pass the fallopian tube occlusion devices or empties into the pelvic cavity. Concerning the injuries reported in this case, the following one was described in patient¿s social media: vitamin d deficiency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event added: vitamin d deficiency. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.